Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm had been received and the pump could not be turn on. The customer's blood glucose (bg) level was 330 mg/dl. An insulin injection was administered to address the bg level and insulin injections were to be used to manage diabetes.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.